Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-03169. Related manufacturer reference number:3006705815-2023-03170. It was reported that the patient experienced discomfort at the ipg site and ineffective therapy due to both leads being fractured. Reportedly, the patient has a history of seizures. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.